Manufacturer narrative:
H6: investigation summary no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. H3 other text : see h10.

Event description:
It was reported that the bd ultra-fine¿ mini pen needles had no expiration date on the box. The following information was provided by the initial reporter: verbatim: consumer called to inquire about pen needle expiration, stated that there is no date on the box.

Manufacturer narrative:
B3. The date received by manufacturer has been used for this field. D.4 device expiration date: na. E.1. The customer's address is unknown. Unknown, (B)(6) , 00000 USA has been used as a default. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd ultra-fine¿ mini pen needles had no expiration date on the box. The following information was provided by the initial reporter: verbatim: consumer called to inquire about pen needle expiration, stated that there is no date on the box.